Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, the device was not sealing correctly. They tested the device on multiple tissue types and in both ports on the generator, and it continued to be underpowered on three bars. New hand piece given up to the filed and no problems noted with new device.